Manufacturer narrative:
Physio-control replaced the device. Physio evaluated the device and observed that all the icons were illuminated and that the chargerpak and internal batteries were charge depleted. Further evaluation of the device's analog pcb assembly observed that excessive off-current from a leaky capacitor, designator c177 depleted the internal battery charges.

Event description:
Found during inspection by customer. According to the reporter, the device's chargepak, attention, and service wrench icons were illuminated.